Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing via merlin.net. Oversensing was noted on the ventricular channel on a stored egm. Review of the episodes confirmed oversensing. Programming changes were recommended. Further actions will be discussed with the physician.